Event description:
Customer reported receiving inaccurate readings on their freestyle flash blood glucose monitor. Upon troubleshooting with adc customer service, it was identified that the customer had their meter set to mg/dl instead of mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.